Event description:
It was reported that an occlusion interrupted insulin delivery for several hours, with initial alerts acknowledged and delivery paused and resumed by the user, followed by a subsequent occlusion alert that was not cleared for several hours, after which a supply change resolved the issue; the user was utilizing an inset infusion set, 6 mm, 23 in. Customer care provided support that included review of device logs and outreach to obtain blood glucose information which were unsuccessful. Investigation of this case revealed repeated occlusion alerts consistent with an infusion set or supply pathway blockage, which cleared after the supply change, indicating resolution of the occlusion. No clinical symptoms reported for hyperglycemia risk associated with interrupted insulin delivery. Outcomes included device therapy interruption without escalation to medical care. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that was resolved by supply replacement.